Manufacturer narrative:
Initial reporter phone no. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the tubing of two (2) homechoice cassettes. The air in the tubing was observed while the care giver (cg) was setting up the homechoice for automated peritoneal dialysis therapy. It was not specified if the home patient (hp) was connected at the time of the event. There was nothing unusual reported during troubleshooting that would cause or contribute to the event. There was no patient injury or medical intervention associated with this event. No additional information is available.